Event description:
The manufacturer received information alleging the device failed the active exhalation control module verification test step during testing. There was no harm or injury reported. Arrangements have been made for onsite service to replace the three-way solenoid valve and the proportional valve to address the issue.